Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed their implantable cardioverter defibrillator (ICD) was in backup vvi mode. The physician elected to explant and replace the ICD. The patient condition was stable.